Manufacturer narrative:
The report received from the affiliate indicated that during a pci, the balloon of a cypher select + 3.00x18 mm stent ruptured while inflating at 14 atm. The target lesion was the ostium of the lad. The lesion was described as neither calcified nor tortuous. The physician removed the sds without difficulty and a durastar balloon was used to post-dilate the stent. There was no report of patient injury. One non-sterile cypher select + 3.00x18 mm was received coiled inside a plastic bag on (B)(6) 2010. The balloon was received already inflated. The stent was not received. The sds was wavy; this condition could be related to the way the unit was sent for the analysis. Pressurized water was injected and a leak was observed at the distal area of the balloon. Sem analysis results showed that the balloon exhibited evidence of external minor abrasions near the leak-hole. The balloon internal surface exhibited no evidence of damage. The exact cause of the balloon leak could not be conclusively determined. The marker bands exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon ruptured experienced by the customer was confirmed. The exact cause for the confirmed balloon burst could not conclusively be determined, however neither the DHR nor the product analysis suggests that the reported issue is related to the manufacturing process and no corrective actions will be taken at this time. Based on the presence of surface abrasions on the returned balloon, it appears that vessel characteristics and/or procedural factors may have contributed to the event.

Event description:
The physician wanted to deploy the cypher select + 3.00x18mm stent in the ostium of the lad, but while deploying the stent the cypher stent balloon burst at 14 atmospheres. Then he withdrew the cypher stent balloon and used a durastar balloon to deploy the stent. The lesion was described as neither calcified nor tortuous. There was no report of patient injury.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.